Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), product type: lead; product ID: 3777-60, serial#: (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's previous ins that was implanted on (B)(6) 2008, was explanted a year after in "2009", because they had migraines and their hcp thought the migraines were caused by the ins. Pt said they had difficulty with the leads back in 2008 and wanted to make sure they weren't having the same leads implanted. Pt said their hcp was dr. (B)(6). Patient services specialist (pss) provided information regarding the pt's leads that were implanted in 2008.